Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 472 mg/dl. Customer was okay to troubleshoot for high blood glucose level. Customer did the correction for high blood glucose level with insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.